Manufacturer narrative:
Weight - race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Weight - race: unk. PMA/510k: this product is not marketed in the us. Device code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause was reported as unknown.